Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that they would be returning a damaged lens. Patient contact is unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.